Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was confirmed to be disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery and stimulation inadequate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. Per the patient, the original device worked well but they did not keep up with charging and eventually letting the device battery deplete. The patient also said the device was off and not charged for years. The patient received a new nonchargeable neurostimulator. The patient also received a new tined lead due to a fracture discovered in the original lead during the revision surgery. Afterwards, the therapy was programmed and resumed to patient comfort in recovery. The patient reported doing well and believes their therapy is back to helping their symptoms.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. Per the patient, the original device worked well but they did not keep up with charging and eventually letting the device battery deplete. The patient also said the device was off and not charged for years. The patient received a new nonchargeable neurostimulator. The patient also received a new tined lead due to a fracture discovered in the original lead during the revision surgery. Afterwards, the therapy was programmed and resumed to patient comfort in recovery. The patient reported doing well and believes their therapy is back to helping their symptoms.